Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 50 mm. The incident occurred in (B)(6). The device was returned to livanova deutschland for further investigation. During the evaluation the reported issue could be confirmed. The internal inspection identified several soldering joints on the circuit being cracked. This could be determined as root cause for the reported issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova deutschlad received a report that a s5 erc tubing clamp / 50 mm displayed an error message. The reported issue was identified by a livanova representative during maintenance. There was no patient involvement.